Event description:
Info received indicates the brake casters will hold the wheel from rolling when in brake, but not from swiveling.

Manufacturer narrative:
The tech adjusted the brake casters to repair the bed.